Manufacturer narrative:
A ge oec service representative investigated the issue and could not duplicate the collimation/lock-up issue. The ps3 was removed and replaced for the vertical column lift failure. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system had a described system lock-up that a reboot corrected. Also, vertical lift column failure.